Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient could not keep good connection with the recharger despite having the recharger replaced two times. The physician is revising the pocket to help with recharging. There were no external factors noted to be contributing. The pocket revision is scheduled for (B)(6) 2022.